Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis with a damaged enclosure, tank cover, front cover, and plate clip. During analysis, the reported problem was not able to be duplicated, device operated as intended and alarmed only when it should. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that a smiths medical level 1 hotline low flow system is continually alarming and has a bad switch. No adverse effects reported.